Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd vacutainer® ultratouch¿ push button blood collection set, there was foreign material resembling mold or dirt in the unit. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: investigation summary bd received 2 photos for investigation. One of the customer-provided photos shows a device with brown foreign matter on both the male and female luer of the device. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd vacutainer® ultratouch¿ push button blood collection set, there was foreign material resembling mold or dirt in the unit. No adverse impact was reported regarding the patient or user.